Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision, halo's, dry eyes, tired eyes and just cannot see well. The patient went back to the surgeon that performed the yag (yttrium aluminum garnet) procedure which did not help at all. The consumer saw another surgeon in the group that said everything was fine which it was/is not. The patient also went to another physician in the group who put in plugs which did not help. The surgeon also prescribed the lubricant eye drops. Additional information received from the consumer and stated that, she cannot see close up, cannot read road signs until she was practically in front of them cannot see close up, cannot see very well at night, she used to see halo's around headlights and street signs and cannot read the print on the tv or see up close. There are two medical device reports associated with this patient. This report is associated with the right eye.